Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite functional and visual examination was performed by a manufacturer representative. The reported issue was confirmed. The camera positioning sensor unit (psu) and psu cables were replaced and the issue was resolved. No parts have been received by the manufacturer for analysis. The system passed a system checkout.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had to restart the system because it gave the error ¿camera not connected¿ and the camera did not work. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value. The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the unit did not pass accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.